Manufacturer narrative:
The device was manufactured april 23, 2019 - april 25, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The set was filled with fluorouracil and sodium chloride (total volume 121ml). This was identified prior to patient administration and a new device was prepared. There was no patient involvement. No additional information is available.